Manufacturer narrative:
The results of the investigation are inconclusive since the lead was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, threshold measurements were unable to be obtained and loss of capture was observed on the left ventricular lead. The device was reprogrammed to resolve the event and the patient was in stable condition.

Event description:
Additional information was received indicating diagnostic imaging was performed which confirmed lead dislodgement. No additional intervention was performed, the lead remains implanted and inactive. The patient was in stable condition.